Event description:
During adjusting the position of the coil, the coil stretched and could not reach into aneurysm body. Those devices will be returned for evaluation. Additional information indicated that the aneurysm was 4 9mm, height of 4, width of 9, length of 6, neck was 7, and the neck to sac ratio was 7/9. The aneurysm was sidewall. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was re-shaped prior to use. There was no resistance at any time during advancement of the coil through the mc. Prior to this coil; one other coil went through the same mc without resistance. No kinks in the mc were noted that may have contributed to the event. During the procedure, the coil was utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. Procedurally, the doctor withdrew the micro-catheter and the coil. No resistance occurred during coil advancement, repositioning or withdrawal. The same microcatheter was utilized to complete the procedure. No damages were noted on the microcatheter. The final outcome was that the entire coil was removed and the microcatheter. The coil will be returned.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.